Event description:
The hcp reported that the patient was in intense care and they "suspected pump problems". The synptoms leading up to admission to intensive care are unknoen. At last refill 7 ccs were aspirated when the expected volume ws 9 ccs. The hcp also reported difficulty with telemetry with the pump. A follow up report will be sent if additional information becomes available.